Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a training demonstration, the surgeon console stopped tele-operating. The console was restarted and then the entire system was restarted but neither action solved the issue. The surgeon console was connected to a different tower but incurred a startup failure and no leds were on the console. The console was started up again and calibrated, after which the leds came on. The console was tried with the simulator at this point, but both input arms were rigid in their movements. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that an error code for 'linked to operating room team interactive surgeon console startup error' was observed. The head tracker cable of the surgeon console was checked and noted that the cable was not completely plugged in. The cable was reseated which resolved the issue. Evaluation of the logs indicated that the surgeon console experienced an error code for 'linked to surgeon console initialization: process failure'. This error code is indicative of any surgeon console process failure to initialize, where the process manager software triggers a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a training demonstration, the surgeon console stopped tele-operating. The console was restarted and then the entire system was restarted but neither action solved the issue. The surgeon console was connected to a different tower but incurred a startup failure and no leds were on on the console. The console was started up again and calibrated, after which the leds came on. The console was tried with the simulator at this point, but both input arms were rigid in their movements. There was no patient involvement.